Event description:
Covidien customer support engineer (cse) reported an error code present indicating a graphic user interface (gui) key stuck. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien customer support engineer (cse) replaced the keyboard, which resolved the reported issue. The device passed all calibrations, short self-test (sst), expended self-test (est) and performance verification testing according to MFR specs. Covidien ref: (B)(4).